Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that patient experienced face trigeminal neuralgia. It was stated it was unknown if the trigeminal neuralgia was related to the device. The hcp was calling for head and cervical MRI guidelines related to the trigeminal neuralgia. It was noted that the patient had an MRI of their l spine done before the ins was implanted. It was noted that the patient had not charged in a month and was told they needed to meet with a manufacturer representative (rep) to get the device working again. It was reported the patient said the device was not managing their pain and they were going to have it removed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they needed an MRI done, which was not related to their device or therapy and no symptoms were reported. However, it was reported that the patient attempted to communicate with their device for the MRI today ((B)(6) 2017), but they couldn¿t as their ins had been depleted for six months. The patient husband called back later the same day to ask what the patient needed to do since they were unable to get their device into MRI mode. It was reviewed to have their healthcare provider contact a manufacturing representative (rep) to meet with the patient and try a trickle charge. No further complications were reported/anticipated.